Manufacturer narrative:
(B)(4). Batch # p91l1p. Investigation summary: the device was received with the nose cone cracked separated from the housing. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that following a surgical procedure, the doctor tried to disconnect the grey handpiece from the harmonic device and the hp fell apart. As this happened post-procedure there was no impact to patient.